Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and was unable to duplicate the reported issue, as the cuff deflated as normal during evaluation. The fse asked if there was any permanent damage to the patient's arm and if treatment was required, but this was unknown. The fse confirmed that the device had alarmed for being unable to deflate the cuff. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The cause of the reported problem at the time of the incident was unable to be determined. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the blood pressure cuff did not deflate, causing harm to the patient's arm. After the patient was awakened and extubated following surgery, it was discovered the patient's arm was swollen from the elbow down with red and black and blue areas. No IV lines were present in the arm at the time. At this time, the cuff was loose enough for staff to put a finger in between the arm and the cuff; however, marks were visible on the arm indicating the cuff was at some point very tight. The on call neurosurgical, orthopedic, and vascular surgery physicians were consulted in the operating room to consult. It remains unknown whether there was any intervention required. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporter phone #: (B)(6).